Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Visual inspection revealed a pusher wire, introducer sheath and coil were returned. The coil was found inside the introducer sheath, it was pushed without resistance. The pusher wire was inspected and it was found broken and kinked. The introducer sheath was found cut and a piece of it was in the pusher wire. The coil was inspected and it was found kinked. Microscopic inspection revealed the coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and it was found damaged. The interlocking arm of the pusher wire was inspected and it was found broken. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06feb2017 it was reported that the coil was kinked. A 4mm x 15cm interlock¿ was selected for use. During preparation, it was noted that the coil was kinked inside the introduce sheath and could not be advanced. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed that the interlocking arm of the pusher wire was broken and the number of fiber bundles was below the assigned specification.